Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would intermittently fail to acquire 12 lead ECG readings and would just show a dotted line instead. It was reported that this did occur while monitoring a patient but there was no reported adverse event.